Manufacturer narrative:
The insulin pump was programmed with the correct time and date. It was monitored for 3 days with no audio anomalies noted. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump is continuously beeping every five minutes with three different alert tones. Customer's blood glucose reading was 163 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).